Manufacturer narrative:
This device has been received by this MFR, but a physical eval has not yet been performed. At this time we are unable to determine if the device met specification, and unable to determine the relationship between the device and the cause for this event. The oct 2007 15-month ports non-valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted. A supplemental medwatch report will be filed under the appropriate sequence number upon the completion of the device eval.

Event description:
The complainant reported that the clinicians were performing a therapeutic implant of vaxcel chest port in a pt, when the guidewire unwound at the distal end. The clinician successfully removed the guidewire and needle simultaneously by pulling them back out of the pt's chest. The clinicians then obtained another of the same device and completed the case without further incident. The complainant reported that there were no pt complications incurred as a result of the reported problem.